Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that treatment was performed for an internal carotid artery aneurysm. During advancement of an embolization coil in the microcatheter, high resistance was encountered and during the attempt to withdraw the coil, the coil unexpectedly detached in the microcatheter. The coil was unable to be withdrawn from the microcatheter; therefore, the coil and microcatheter were removed together from the patient. There was no reported patient injury. The patient's current condition is reported as "no health damage."